Event description:
It was reported that the patient experienced unspecified issues with a sling device leading to a new artificial urinary sphincter (aus) being implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. There were no device malfunctions associated with the sling device. The patient did not experience any adverse events or further complications. No more information available at the moment. Should additional information become available, it will be provided.